Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerns a 36-year-old (at the time of the initial report) male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge with humapen luxura half-dose, for the treatment of type 1 diabetes. Dose, frequency, route of administration and therapy start date were not provided. On an unspecified date prior to on (B)(6) 2013, while on insulin lispro therapy, he experienced blood sugar at 394 and glycosylated hemoglobin (hba1c) at 11.3 (units were not provided) and he had a ketoacidosis, which caused him permanent disability as he lost the 40% of his body function, but he did not need care. Approximately on (B)(6) 2025, the humapen luxura half-dose was broke (lot number unknown, (B)(4). Information regarding outcome of the events, corrective treatment, insulin lispro therapy status and additional details were not provided. The operator of the humapen luxura half-dose and their training status was not provided. The general humapen luxura half-dose model duration of use and the suspect humapen luxura half-dose duration of use were not provided. It was unknown if the suspect humapen luxura half-dose was available for its return. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro therapy or the humapen luxura half-dose. Updated 28-nov-2024: this case was determined to be non-valid as there was no valid identifiable adverse event (broken pen, (pc only): no adverse drug effect). Update 20-feb-2025: this case was initially determined to be non-valid (no adverse event); additional information was received from initial reporter with valid adverse events on 20-feb-2025: added suspect device, the serious events of ketoacidosis and glycosylated haemoglobin increased, patient details and laboratory tests. Updated indication for use from diabetes to type 1 diabetes and narrative accordingly. Update 25-feb-2025: information was received from initial reporter via psp on (B)(6) 2025. The reporting patient gave consent to contact his physician for follow-up procedures and provided contact information. No medically significant changes were made to the case update 11mar2025: additional information received on 11mar2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no, malfunction reiterated as unknown, and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 11mar2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a 36-year-old male consumer reported his humapen luxura hd "was broke" on (B)(6) 2025. The reporter did not provide information regarding the nature of the break. The patient experienced diabetic ketoacidosis and increased glycosylated haemoglobin prior to on (B)(6) 2013. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.